Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after an interventional (percutaneous coronary angioplasty) procedure. Reportedly, the device was flushed with 0.5% normal saline, and advanced over the guide wire at the right common femoral artery. The device was advanced until the guide wire exit port marker was located at the skin level then the guide wire was removed. The proglide was at a 45 degree angle and advanced into the artery (some force was felt during the advancement of the device into the arteriotomy site) until the marker port was in the artery and pulsatile flow of blood was seen at the marker lumen. The lever was lifted and the device was gently retracted until the pulsatile flow stopped. The needle plunger was pushed and pulled out; however, no suture was attached with the needle. The lever was pushed down and the guide wire was inserted. The proglide device was removed and a 7fr introducer sheath was inserted into the arteriotomy site. There was no reported clinically significant delay in the interventional procedure. The physician is reported to be in-training in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035 terumo, guide catheter: (B)(4), heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs. The detachable posterior needle tip was released from the shank, but was not returned. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle plunger deployment as intended. The posterior cuff miss would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the needle trajectory of every device is verified during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Although there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during plunger deployment was due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Analysis of the returned device also revealed a suture break at the swage end of the posterior needle tip. Possible contributing factors for the rail suture end detaching at the swage end of the posterior cuff include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Every tip-suture component is inspected and proof loaded for proper assembly during manufacturing. There were no challenging anatomical conditions reported which could have possibly contributed to the suture break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique. Based on our investigation, the probable cause for the suture break at the swage end of the posterior needle tip could not be determined. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event. A query of the complaint handling database was performed. No manufacturing or quality deficiency was detected. There does not appear to be any indication of a lot specific product quality deficiency.